Manufacturer narrative:
(B)(4), pump passed sleep current measurement, active current measurement, self test and displacement test. The audio tones or beeps functioned properly. No unexpected low battery alarm or failed battery test alarm noted during testing. Pump error 63 alarm ((B)(4)) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly and hardware low level failure errors. The customer's blood glucose level was 162 mg/dl. The customer reported that they were able to clear the alarm and rewind the insulin pump. Trouble shooting was performed and they could hear the difference between volume 1 and 5. The insulin pump will be returned for analysis.